Event description:
It was reported that (1) device was used during a colon resection. It was reported by the affiliate that the tlc75 was used. Two days postop, the pt developed severe peritonitis. The pt was reoperated and the staple line appeared to have fallen apart. The pt passed away 3 days later from a query pulmonary embolus. The tlc75 had been destroyed.